Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) pusher slid past. There was no patient contact. Additional information has been requested, received and stated the issue occurred during loading with tip of the pre-loaded device in contact with the patient.